Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump started to alarm with no code and would not run. Patient had to go to the hospital to continue infusion. She will be released from the hospital once her husband arrives to hospital with her backup pump. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we (MFR) replace the cassette? Yes. Did the pt have add'l cassettes they were able to switch to? Yes. If yes. Was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to caremark by pt/caregiver. Additional information received and attached by ICU medical on ((B)(6) 2022): patient details and pump serial number.